Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3550-p4, lot#: n302778, implanted: (B)(6) 2012, explanted: (B)(6) 2020, product type: accessory. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), ubd: 28-mar-2016, UDI#: (B)(4). Product ID: 3550-p4, serial/lot #: (B)(4), ubd: 30-aug-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via manufacturer representative (rep) from a patient who was implanted with a neurostimulator for unknown indication of use. It was reported that scs entire system was explanted last summer. Any environmental/external/patient factors that may have led or contributed to the issue were fall on unknown date. The hospital had possession of this product as the rep was not told about this case. At the time of this report, the issue was resolved and patient status was alive - no injury. No further complications were reported.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012. Product type lead, product ID 3550-p4, lot# n302778, implanted: (B)(6) 2012, explanted: (B)(6) 2020. Product type accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the explanted devices were thrown away (discarded). The provided information was confirmed with the physician/account. No further complications were reported.